Manufacturer narrative:
This report is submitted (B)(6) 2017.

Event description:
Per the clinic the device was explanted on (B)(6) 2017, due to improper placement of the electrode array. It is unknown whether the patient was reimplanted with another device as of the date of this report.